Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 150 units of insulin during the load sequences. There was no reported impact to customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.